Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.0/1.0/70 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a same model, same size lens due to refractive surprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).